Manufacturer narrative:
(B)(4). Batch # n57j7h. Photographic analysis: picture provided shows the proximal part of an anvil into the stomach, the anvil is in the opened position and with a gold cartridge reload, loaded in the device, what appears to be a malformed staple is seating on the cartridge deck. Based on the photo alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause. Please refer to the device analysis for full analysis details and conclusion the analysis results showed that one gst60d cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch/lot number was not provided for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Additional information: the sales rep called back to clarify the event description. It was previously stated that the missing staple was notice on the first firing sales rep clarified that it is unknown which firing the missing staple was noticed. The following information was requested, but unavailable: what was the product code of the stapler (plee60a, pse60a, ec60a, etc.)?

Event description:
It was reported that during a laparoscopic sleeve gastrectomy on the first firing of the device the surgeon noticed that a staple was missing on the staple line in the patient. The malformed staple was stuck in a pocket on the jaw of the device. The was no bleeding because of the missing staple and the procedure was completed with no patient consequences reported.

Manufacturer narrative:
(B)(4).corrected data: event description.

Event description:
It was reported by the rep during a laparoscopic sleeve gastrectomy on the third firing of the device the surgeon noticed that a staple was missing on the staple line in the patient. All other staples formed properly. The malformed staple was stuck in a pocket on the cartridge of the device. The surgeon had to manipulate the staple leg intraoperatively in order to release it from the tissue and the staple remained stuck in the cartridge. The was no bleeding because of the missing staple and the procedure was completed with no patient consequences reported.

Manufacturer narrative:
(B)(4). Video analysis: first video shows an enseal device, it is cutting and sealing. An anvil with a green cartridge reload loaded appears, it is closed between the tissue and a cut and staple line were performed as intended. Again, an anvil is shown, this time with a gold cartridge loaded. It is closed between the tissue and an already existent staple line. Second video shows the device performing a cut over the existent staple line. The cut and the staple line appear to be as intended. A gold reload is then used. The firing is performed and a staple stuck on the cartridge deck can be appreciated. The staple appears to be not properly formed. Based on the videos alone the event describe is confirmed. Please refer to the device analysis for full analysis details and conclusion.